Event description:
The user received questionable creatinine plus generation 2 (creatinine) results and provided data for three patient samples. All results are in mg/dl. Patient sample 1 initial result was 19.7 and the repeat results were 8.1 and 7.9. Patient sample 2 was from a female patient born on (B)(6). The initial result was 16.1 and the repeat results were 7.7 and 7.8. On (B)(6) 2011, patient sample 3 from a female patient born on (B)(6) was tested. The initial result was 14.8 and the repeat results were 8.1 and 8.1. A precision test of 20 samplings was performed using this patient sample and the results were between 7.7 and 8.5. No adverse events were alleged regarding the event. The creatinine reagent lot numbers were 6348501 and 637419.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause was not identified. The issue was resolved by the implementation of an extra wash cycle after the cholesterol assay before and before the creatinine assay. In addition, the test order was changed on the analyzer. No adverse events were reported.